Event description:
It was reported the filter became stuck in the delivery sheath. The feet would not release from the spline. The fellow manipulated the filter and pulled two feet into the sheath. The fellow then pulled hard on the pusher handle and released the feet. The filter was deployed, but was slightly tilted so a deflecting wire was used to straighten out the filter. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. The introducer sheath was measured and confirmed to meet specifications. The inspection of the distal end of the sheath revealed all six hooks of the filter had perforated the sheath. As reported in the event description: the fellow manipulated the filter and pulled two feet into the sheath. The fellow then pulled hard on the pusher handle and released the feet. The result of the investigation is confirmed, user related. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.